Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 3.0mm x 38mm, concentric, in-stent restenosis and graft anastomosis target lesion with no significant bend was located in the non-tortuous and non-calcified saphenous vein graft to right coronary artery (svg-rca). After crossing the lesion with a non-boston scientific (bsc) guide catheter and a non-bsc guidewire, a 3.0 x 38 promus elite drug-eluting stent was advanced for direct treatment. However, during the procedure, the stent was dislodged inside the patient. The device was removed and the procedure was completed with another of same device followed by post-dilatation with a non-compliant balloon catheter. There were no complications reported and the patient status was stable.

Manufacturer narrative:
The promus elite ous mr 38 x 3.00 mm stent delivery system was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and the balloon folds were noted to be partly unfolded at the distal and proximal regions. An examination (visual and via scope) found no evidence of tip damage. A visual and tactile examination of the hypotube shaft found a kink at 275 mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 3.0mm x 38mm, concentric, in-stent restenosis and graft anastomosis target lesion with no significant bend was located in the non-tortuous and non-calcified saphenous vein graft to right coronary artery (svg-rca). After crossing the lesion with a non-boston scientific (bsc) guide catheter and a non-bsc guidewire, a 3.0 x 38 promus elite drug-eluting stent was advanced for direct treatment. However, during the procedure, the stent was dislodged inside the patient. The device was removed and the procedure was completed with another of same device followed by post-dilatation with a non-compliant balloon catheter. There were no complications reported and the patient status was stable.